Manufacturer narrative:
(B)(4).

Event description:
Dexcom became aware that the user experienced a failure but did not receive the expected sensor failure alert on their g7 cgm application. Product was provided and an investigation was performed. The root cause was determined to be a coding issue. The g7 cgm application only detects that the session has ended.thus, it does not alert the user that the sensor has failed. No injury or medical intervention was reported.